Event description:
It was reported that the device was replaced due to 'symptoms of pacemaker malfunction (eri mode)', and asynchronous pacing. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was replaced due to 'symptoms of pacemaker malfunction (eri mode)', and asynchronous pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no telemetry, no output and a high current drain. The device experienced a por (power on reset) during analysis and the anomalous conditions disappeared. The high current drain condition could not be confirmed; therefore, the cause of the condition could not be determined.